Manufacturer narrative:
The investigation for the console (aic) shutdown issue has been completed. Console logs from the reported event show an unexpected shutdown followed by another shutdown just seconds later. Both shutdowns triggered "unexpected shutdown" alarms after the system rebooted. After each shutdown, the console's software automatically restarted. The first reboot occurred before the imcgui failed, prior to the sw watchdog being established. The second reboot occurred after the watchdog was reset. The logs did not show any errors related to priming the purge system. After removing and reinserting the purge cassette, the representative restarted the case start wizards. According to the logs, the priming was successfully completed and luers was detected 100% the case start was later cancelled. The console was returned for evaluation, but the issue could not be reproduced, and no unexpected shutdowns or irregularities in performance were observed. No power supply interruptions were detected between the pbm and the 4-in-1 assembly. The most likely cause of the shutdown was a software issue. The console's purge unit was tested with a known good purge cassette, and visual inspection of the purge assembly revealed no excessive purge fluid residue. The root cause of the aic priming issue was not related to any problems with the aic. No issues were found within the aic purge unit.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported for an automated impella controller (aic) that during a function test the aic was not priming. The alarm log showed ¿unexpected controller shut down¿. This issue occurred during a function test, not during patient support.